Event description:
A report was received that the pt would undergo a pocket revision due to possible ipg migration. The physician revised the pocket as the ipg had moved slightly. The pt is reportedly doing fine.

Manufacturer narrative:
This is the final report.